Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011 the patient underwent a day surgery to place an implant at l4/l5 without any intraoperative adverse events. She had no concurrent diseases. Post-op,during the follow-up period, it was reported that the lower back pain remained. No other detailed information was reported. The patient was enrolled in pms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported(via patient's 3 year crf) that non-narcotic analgesic was prescribed to the patient. The doctor commented that the treatment was effective for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.